Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "small amount of free fluid" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture baker grade ii" "change in contour," "small amount of free fluid," "calcifications," "lobulated contours."

Event description:
Healthcare professional reported left side "change in contour," "free fluid," "lobulated contours," "calcifications" and "capsular contracture baker grade ii." Device remains implanted.